Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. The patient reported via social medica that they experienced inaccuracies and that, even though no specific values were reported, the cgm reading was off by 50 to 60 ¿points¿. The patient stated they went to the hospital with ¿low¿. No specific symptoms, and no treatment was reported. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 50 to 60 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.